Event description:
This is a spontaneous case report received from a female consumer via regulatory authority (case# mw5038421) in united states on 03-feb-2015. She had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. On (B)(6) 2014 it was observed that essure coils had migrated outside her tubes and were embedded into her uterus, which was considered as an important medical event by the consumer. The devices were removed on (B)(6) 2014. Follow up 16-feb-2015: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. (B)(4). Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 8 years later, it was observed essure coils had migrated outside her tubes and were embedded into her uterus. The devices were removed. The reported event, regarded as device embedment (partial uterine perforation), was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine perforation with essure may occur, most often during insertion. In this particular case, although the exact mechanism of the reported event is unknown; given its nature a causal relationship with the suspect insert cannot be excluded. This case was considered an incident, since essure removal (implying a surgical intervention) was reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 20-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0630). Consumer reported that essure has caused her almost 7 years of pain and heavy bleeding. She always felt like she was in labor as her body tried so desperately to expel them. They became embedded in her uterus and had to be surgically removed. Since her removal she has been pain free. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 8 years later, it was observed essure coils had migrated outside her tubes and were embedded into her uterus. She also experienced heavy bleeding. The devices were removed. The first reported event, regarded as device embedment (partial uterine perforation), and the second one were considered serious due to medical importance and are listed according to essure's reference safety information. Uterine perforation with essure may occur, most often during insertion. Also, genital bleeding may occur during and following the micro-insert placement procedure. In this particular case, the exact mechanism of the device embedment is unknown. For the event heavy bleeding, about 2 years after essure insertion, she experienced it. Given their nature a causal relationship with the suspect insert cannot be excluded. This case was considered an incident, since essure removal (implying a surgical intervention) was reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Follow up information received on 09-jun-2015: the required number of follow-up attempts have been completed, with no response to date. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 8 years later, it was observed essure coils had migrated outside her tubes and were embedded into her uterus. The devices were removed. The reported event, regarded as device embedment (partial uterine perforation), was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine perforation with essure may occur, most often during insertion. In this particular case, although the exact mechanism of the reported event is unknown; given its nature a causal relationship with the suspect insert cannot be excluded. This case was considered an incident, since essure removal (implying a surgical intervention) was reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs